Event description:
It was reported that during implant when right ventricular (rv) lead was in place, there was a failure to sense. The physician elected to use a different rv lead in the implant procedure. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of failure to sense was confirmed. As received, a complete lead was returned in one piece. Final analysis found conductor shorts at the connector region and the inner coil at the connector region overtorqued, consistent with procedural damage. No other anomalies were found.